Event description:
Complainant alleged that the clinicians attempted two 200 joule shocks on a 34 year old female patient, who was in cardiac arrest, using device paddles, both times, the paddles did not discharge. The medics were able to obtain another device to shock the patient. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.